Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, there was concern of left main coronary artery obstruction. Therefore, coronary artery bypass grafting was performed. The reported event was not confirmed; however, this event was likely due to procedural related factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time. Please reference MFR report #2015691-2018-01341 for the patient's explanted bioprosthetic aortic valve.

Event description:
It was learned that this patient underwent redo-avr due to severe aortic stenosis with presumed patient prosthesis mismatch. The patient was noted to have a small sized aortic root. Aortic root enlargement was performed with bovine patch reconstruction to accommodate a new bioprosthetic valve (subject device). The valve seated comfortably. The surgeon had some concern regarding the proximity of the left main with the larger valve but had taken great caution at placing the sutures here and did see retrograde cardioplegia coming back throughout the case. The patient was weaned easily off cpb and tee demonstrated a well-seated and functioning aortic valve. Echo showed no significant wall motion abnormalities other than septal dyskinesis from the pacemaker. Flow at the left main coronary artery was noted as well. Protamine was administered and tolerated well. The patient was hemodynamically stable. However, she had a sudden cardiovascular collapse. It was unclear what transpired and she could not be resuscitated by anesthesia and ultimately began open cardiac massage for CPR for 10 minutes with no recovery of heart function. She was placed back on cpb and CABG x1 with saphenous vein graft to the anterior descending artery was performed. It was attempted to wean the patient from bypass but she tolerated this poorly. Inotropic support was increased, but she ultimately could not sustain any meaningful ventricular activity and it was presumed this was predominant left ventricular failure of unclear etiology. She was bleeding quite significantly at this point in time from multiple services with an obvious coagulopathy. It was not felt that keeping her on an assist device would be meaningful for her survival. It was attempted to resuscitate her further with pressors and inotropes, but this was unsuccessful and she was pronounced dead in the operating room.